Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unable to rewind the insulin pump. Customer's blood glucose level was over 140 mg/dl. In the alarm history low reservoir alarms were found. The customer did not hear the low reservoir alarms. The self-test passed. The device was not returned.